Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leaking event with an infusion set after using it for one day as the tubing was leaking at the adhesive. Patient replaced infusion set and resumed insulin. No further information available.